Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: during use a doctor found the distal end of the instrument got peeled off after it was inserted into the trocar for several times even though it had been used in the same was as usual. New one was opened to complete the case with no problem. No patient harm.

Manufacturer narrative:
(B)(4).